Manufacturer narrative:
The customer was given part number and pricing for a replacement battery.

Event description:
It was reported to philips that the device only recognizes one battery. There was no reported patient involvement.